Manufacturer narrative:
The insulin pump had no button response due to corroded keyapd traces. No weak battery alarm could be verified due to the unresponsive button. The insulin pump was tested with a test keypad and no frozen display was noted. No blank display was noted. No damage was noted on the isolation tape. The insulin pump was received with a cracked reservoir tube lip, missing end cap sticker and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump had an intermittently responsive act button. The customer stated that the button required mutiple presses to garner a response. The customer stated that the insulin pump froze up about a week prior to the call. The customer did not know the blood glucose reading at the time of the event, and the customer's most recent blood glucose was 105 mg/dl. The customer stated that the insulin pump went dead, the device was jiggled, and then it alarmed weak battery. The customer did not recall any significant events leading to the keypad issues. The customer noted that the device was worn in the t-shirt and may have been exposed to sweat from a low blood glucose event. The customer also reported batteries depleting quickly. The customer reported being hospitalized previously for issues unrelated to diabetes. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.